Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip becoming stuck under the valve causing tissue damage and worsened mitral regurgitation (mr). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The first clip delivery system (cds) (11109r126) was advanced and implanted in the central-medial position with good results. Post-deployment there appeared to be an mr jet directly through the implanted clip. The clip remained stable and attached to both leaflets and no leaflet damage was noted. A second cds (10728r104) was advanced in the patient to further reduce the mr. While diving into the ventricle, the clip became entangled in the medial commissure because too much m-knob was applied to the cds. The clip was inverted, and m-knob was released to steer the device out of the commissure. The device was retracted back into the right atrium and it was noted that the posterior leaflet had tissue damage in the medial commissure. The physician attempted to grasp the leaflets again, however the mr was unable to be reduced and the cds was removed from the patient. The procedure was aborted, and the patient¿s mr increased to a grade of 4. The patient has been referred to surgery. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported clip becoming stuck under the valve appears to be due to user technique. The reported tissue injury appears to be due to the clip becoming stuck under the valve. The reported worsening mitral regurgitation (mr) appears to be a cascading effect of the tissue injury. The reported patient effect of tissue injury and mr as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. The reported serious injury was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.na